Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01147, section g. Box 5. 510 (k). Results: the cat12 hub was fractured off the catheter shaft. Conclusions: evaluation of the returned cat12 confirmed that the hub was fractured. If the cat12 is forcefully mishandled at an extreme angle during use, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right axillary vein using an indigo system aspiration catheter 12 (cat12). During the procedure, while performing aspiration using the cat12, the physician noticed that the hub of the cat12 was broken, and there was a hole between the hub and the cat12. Subsequently, the physician attempted to use the cat12 with a tegaderm around the hub to maintain vacuum pressure, but the cat12 was not stable. Therefore, the cat12 was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8). There was no report of an adverse effect to the patient.